Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on an unknown date, the patient underwent removal of the locking calcaneal plate and six (6) unknown screws due to infection. The devices were replaced and antibiotic therapy was provided. It is unknown if there was a surgical delay. Patient and procedure outcome is unknown. This report is for a locking calcaneal plate. This is report 1 of 2 for (B)(4).